Event description:
It was reported the patient experienced discomfort/pain located at the ipg site. As, such surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Patient underwent an ipg repositioning on (B)(6) 2023. Pain at ipg site has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.